Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the mainbody. The reported condition was verified. The cause of the condition was determined to be manufacturing related to inadequate solvent application during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector and main body of a minicap transfer set. This was observed during patient use of the device for peritoneal dialysis therapy. The transfer set had been in use for three (3) months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.